Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical. No preliminary results are currently available.

Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2012. About six weeks post-surgery, the patient experienced a fall, and fractured her femur at a femoral bone pin site. The fracture was repaired by a different surgeon, and the patient is reportedly happy with the results.